Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported the system was delivering low phacoemulsification power during a procedure. The nurse indicated that the handpiece state did not indicate it was out of tune and the footpedal displayed "position 3,". The facility attempted to use other handpieces on both receptacles with no observable change. The doctor indicated that he would increase the torsional power in future cases. There was no patient harm reported. Additional information was requested but none has been provided to date.